Event description:
It was reported that during an icad intracranial atherosclerotic disease treatment, the physician was stenting at the vertebral artery. The physician reported the fact that the clinician prepared the subject stent system according to the IFU. However, after access to the lesion, and the start to deploy the subject stent, the clinician felt a strong resistant to unsheathed the subject stent. He felt resistant at inner catheter and outer catheter of the subject stent, also the rhv also have been loosen before unsheathed, as per follow the guidelines. Thus, he tried forcefully until the inner catheter of the subject stent broke inside the patient. The subject stent was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during an icad intracranial atherosclerotic disease treatment, the physician was stenting at the vertebral artery. The physician reported the fact that the clinician prepared the subject stent system according to the IFU. However, after access to the lesion, and the start to deploy the subject stent, the clinician felt a strong resistant to unsheathed the subject stent. He felt resistant at inner catheter and outer catheter of the subject stent, also the rhv also have been loosen before unsheathed, as per follow the guidelines. Thus, he tried forcefully until the inner catheter of the subject stent broke inside the patient. The subject stent was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was received fully deployed from the wingspan delivery system. The subject stent was noted to be intact. All four marker bands were present on both ends of the subject stent. A guidewire was returned within the subject wingspan device. It was not possible to remove the guidewire from the lumen of the subject stent stabilizer due to the damage noted to the proximal end of the stabilizer. The proximal end of the subject stent stabilizer was kinked/bent and also broken/fractured approximately 10cm from the proximal end. The delivery catheter was deformed and flat/crushed near the distal end of the device. The device was flushed but it was not possible to remove the subject stent stabilizer. Friction was noted during this attempt. There was evidence of blood inside the lumen of the outer catheter rotating hemostatic valve. This suggest that insufficient continuous flush might have been a contributory factor in the case of this complaint device. During functional inspection, the subject stent stabilizer was unable to be advanced within the delivery catheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported event of the subject stent stabilizer being broken/fractured during use and stent stabilizer/catheter friction was confirmed during inspection. The analysis results are consistent with the reported event. The subject device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the subject device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush is reported to have been set up and maintained throughout the clinical procedure. The patient's anatomy was described as 'not tortuous'. It was reported that 'after access the lesion, and start to deploy the subject stent, the clinician felt a strong resistant to unsheathe the subject stent. He felt resistant at inner catheter and outer catheter, also the rotating hemostatic valve also have been loosen before unsheathed, as per follow the guidelines. Thus, he tried forcefully until the inner catheter broke (may refer at the physical items). Also, the transend exchange floppy guidewire was also removed and replaced due to the was stuck in the subject wingspan catheter. Decided to bring out the entire system for instance checked and replaced with new set of subject wingspan stent system with transend exchange floppy wire. From the instance checked, the clinician commented the inner catheter with outer catheter tip are not in good condition, and the faulty stent was deployed by full force outside patient body (may refer to the deployed subject stent ¿ physical item)'. It is not clear why/when the delivery (outer) catheter initially got damaged. This initial damage most likely triggered a cascade of additional damage to the subject wingspan system. Damage to the proximal end of the stabilizer is likely to have occurred due to the difficulty experienced when attempting to deploy the subject stent through the damaged outer catheter. Additional damage to the proximal end of the outer catheter also most likely occurred during these attempts. The as reported code and the as analyzed code 'stent stabilizer broken/fractured during use' and the as analyzed codes 'stent stabilizer kinked/bent', 'stent delivery catheter deformed', 'stent delivery catheter flat/crushed', 'stent stabilizer/catheter friction', 'stent stabilizer/guidewire friction', will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. A lack of sufficient continuous flush may have also complicated this.